Event description:
It was reported that the buttons on the pump required several presses for a response. It was reported that the keypad is intact and the pump is not exposed to water.

Manufacturer narrative:
The pump was returned to animas for eval. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.